Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient's right atrial (ra) lead was capped and replaced for a possible fracture as evidenced by high impedance observed during patient follow-up. No patient complications have been reported as a result of this event.